Event description:
It was reported that this right ventricular (rv) lead exhibited a high capture threshold and recorded a lead safety switch due to an abrupt high out of range pace impedance measurement greater than 2000 ohms. This rv lead was successfully repositioned. A day after the revision the sensing signal and impedance appeared to have decreased however remained withing range. There were questions if this was indicative of possible dislodgement. Technical services (ts) was consulted and discussed that dislodgment cannot be claimed based on numbers and discussed possible troubleshooting options. Ts discussed that if values are stable and x ray appeared appropriate would continue to monitor. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high capture threshold and recorded a lead safety switch due to an abrupt high out of range pace impedance measurement greater than 2000 ohms. This rv lead was successfully repositioned. A day after the revision the sensing signal and impedance appeared to have decreased however remained withing range. There were questions if this was indicative of possible dislodgement. Technical services (ts) was consulted and discussed that dislodgment cannot be claimed based on numbers and discussed possible troubleshooting options. Ts discussed that if values are stable and x ray appeared appropriate would continue to monitor. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received, this rv lead sensing and threshold were off. An x ray was performed. This rv lead remains in service. No additional adverse patient effects were reported.